Event description:
It was reported that, on an unknown date, a plum a+ infusion pump was found to have allowed air in the tubing without alarming. The following issue was reported by the customer: ¿air presence in the circuit." The product is available for evaluation. The status of the product at the time of the event is unk. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
Additional information: d9: date returned to mfg 06 jan 2025. Investigation summary: note investigation summary: the reported complaint is "air presence in the circuit.". The event logs were downloaded and sent for analyst as per gcm request. Following is the engineer report. Summary: engineering finds that the n185 and n230 alarms on and prior to on (B)(6) 11:16 am suggest these were a result of prior infusion(s) not logged by the pump. The pump raised 7 instances of n185 alarm, 1 instance of n190 alarm, 2 instances of n230 alarm, 1 instance of n233 alarm and 5 instances n234 alarm on (B)(6). There are 3 instances where engineering can calculate the delivery accuracy tolerance based on the total infused volume logged and in all 3 instances deliveries are within the delivery accuracy tolerance i.e., within 5%. The alarms raised (i.e., n234 & n185) by the pump on (B)(6) @ 11:14 pm and 11:15 pm, respectively, suggest the infusion started @ 11:12 pm might have been started on the same empty bag (from the previously completed infusion) though engineering cannot confirm the start or end volume of the bag based on the log files. Conclusion: engineering can confirm there were several infusion interruptions due to air in line alarms varying between n185, n190, n230, n233 and n234 alarms but engineering evaluates the pump was performing correctly as per design in delivering accurately (within the delivery accuracy tolerance) and detecting air in the line at the reported times. Engineering evaluates this does not warrant requesting this device be sent in for service as long as the incident does not recur. The complaint is not confirmed as the pump passed all pci/pvt tests which includes tests to confirm distal and proximal air in line alarms. An extra test was performed to verify that air is detected. The cassette was blocked from the water bag until some air built up in the tubing, the pump alarmed n232 immediately when air was detected in the chamber of the cassette. The probable cause for the complaint "air detected in circuit" could not be determined.